Event description:
Technician alleged that the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician found the head left brake caster wheel slipping when the brake is applied. The technician replaced head left brake caster support, plastic bushing on the brake/steer linkage and the brake caster to resolve the issue.